Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal cable from setup joint (suj4) in order to resolve the reported problem. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. The probable root cause of error 23072 is attributed to a sensor failure resulting in a difference between the primary and secondary suj readings that is larger than expected. The arm with the faulty suj sensor is placed in a locked state while the remaining arms on the system arm placed in a recoverable soft-lock mode.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that universal surgical manipulator (usm4) encountered repeated recoverable errors, specifically error 23072 related to the z-axis. The issue was identified after the customer swapped the patient side cart (psc) to continue the procedure. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was with the original patient side cart (psc).